Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.

Event description:
The customer reported that the system exhibited generator errors. This error will result in an uncommanded system shutdown and must be recovered by rebooting the system. There is no report of patient injury or death.